Manufacturer narrative:
Results: the penumbra smart coil (smart coil) embolization coil was stretched in multiple locations along its length. The pusher assembly was bent in multiple locations along its length. There were several offset coil winds along the embolization coil length. There were no visible fractures of the pe fibers. Conclusions: evaluation of the returned device revealed that the embolization coil was damage along its length but remained intact with the pusher assembly with no pe fiber or coil filament fractures. This type of damage is likely the result of forceful attempts to maneuver the coil against resistance. The initial source of the resistance could not be determined. Further evaluation revealed that the pusher assembly was bent in multiple locations. This damage was likely incidental and may have occurred during packaging for return to penumbra facilities. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ophthalmic artery using penumbra smart coils (smart coils). During the procedure, the physician successfully placed three smart coils using a non-penumbra microcatheter. While attempting to advance a fourth smart coil, the physician felt resistance and decided to remove the coil. Upon inspection after removal, the physician noticed that the coil filament was broken mid-coil. The coil was still intact but was not usable. Therefore, the procedure was completed using additional smart coils and the same microcatheter. There was no report of an adverse effect to the patient.